Manufacturer narrative:
General note: the initial aware date was confirmed to be 2025-nov-27. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that there was no patient involvement and the issue occurred prior to the procedure. The procedure was completed without the use of medtronic navigation.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821, serial/lot #: unknown. H3) a manufacturer representative (rep) went to the site to test the navigation system. The camera was replaced and the system performed as intended. Codes: b01, c07, d02. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used pre-operatively outside of a procedure. It was reported that the customer complained about inaccuracy after registration. Some of the points were registered as green, but were above the patient head. There was no patient involvement reported. Conflicting patient presence received.

Manufacturer narrative:
Product analysis # (B)(4): camera replaced, device checked and released for its intended use. H2, b5: event details have been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2025-nov-27 sap ecc service and repair (B)(4) (rep, hcp, for): medtronic received information regarding a navigation system being used pre-operatively outside of a procedure. It was reported that the customer complained about inaccuracy after registration. Some of the points were registered as green but were above the patient head. There was no patient involvement reported. Conflicting patient presence received. 2025-dec-29 e1 (rep) additional information was received. It was reported that there was no patient involvement and the issue occurred prior to the procedure. The procedure was completed without the use of medtronic navigation. 2026-jan-06 e2 (rep, for): no new information. 2026-jan-08 e3 (rep, for) additional information was received. It was reported that the inaccuracy was observed while registering on a dummy head. Some points were not on the surface of the head, and there were inaccuracies near the ears.

Manufacturer narrative:
H2) please see section e for updated initial reporter information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.